Event description:
It was reported that one the patient's leads "came off about seven years ago". It was unclear what "came off" meant. Further information has been requested and if received a supplemental report will be sent.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID 3988, lot# n24899, implanted: (B)(6) 2001, product type: lead. (B)(4).